Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 144 mg/dl, 90 mg/dl and 190 mg/dl, when all tests were performed within 10 minutes on the aviva system. Reporter indicated that she was experiencing some hypoglycemic symptoms and she self-treated with peppermint candy. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.